Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter name and address : state: (B)(6). Zip code : (B)(6). Product was not returned. Reviewing attached picture, only nail breakage can be confirmed. Hence, this complaint will be rated as unconfirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient's height reported as 168 cms. This report is for an unknown tfna helical blade / unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a revision and removal surgery due to implant failure with nonunion. The patient experienced progressive pain over five (5) days, inability to walk and proximal femoral nailing system (tfna) nail breakage. Originally, the patient underwent implantation of a tfna nail on (B)(6) 2018, due to multi-fragmentary subtrochanteric spiral fracture right side. Based on the x-rays taken around +6.5 months there was a nonunion and after 8.5 months the patient was re-admitted. The x-ray shows tfna nail breakage. All implanted devices were removed and patient was revised with a reamed lfn (13 mm, 420 mm, 0 mm endcap) and recon locking proximal. It is unknown if there was a surgical delay. The procedure outcome and patient status were unknown. This report captures the non-union after 6.5 months while related complaint (B)(4) captures the tfna nail breakage with non-union after 8.5 months. This report is for one (1) unknown tfna helical blade. This is report 2 of 6 for complaint (B)(4).